Event description:
The customer reported that the system's collimator would not work properly during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and was unable to duplicate the reported problem. The fuse contacts and their holders were cleaned and reseated. The system was tested and found to be working as intended and put back into service.